Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A4, a5: patient weight, and ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for one (1) j&j band-aid brand first aid hurt free non stick pads 3 x 4 10ct USA 381371161430, lot number 3122a. D4: UDI: (B)(4). Upc: 381371161430. Expiration dat: na. Lot number: 3122a. D10: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. H6: health effect clinical codes: e2402 refers to consumer "intentional misuse/off-label use" of the product. E1707 also refers to consumer alleged about " now it is stuck to leg/needed to go to health care for them to remove as to not damage wound further" if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer reported an event with j&j band-aid brand first aid hurt free non stick pad. Consumer reported that recently he underwent an unknown surgery and used product to apply for wound dressing on (B)(6) 2023. Consumer reported that the product stuck to his leg and now he needs to see seek medical attention to determine if they can remove the product without causing damage to the wound.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on november 19, 2022. Raw material and component records were reviewed and were found acceptable. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.